Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2023. Body part treated: left femur surgery description: lengthening. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "the jig seemed twisted, this meant the proximal holes would not align with the jig when in the patient, despite being tested on the back table twice". The complaint report form also indicated: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. A replacement device of same model was not immediately available to complete the surgery (the surgery was completed with free hand approach, more time consuming and difficult). The event led to a delay in the duration of the surgical procedure (1 hour extra). An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Product is available for return. Patient's current health condition: fine. On june 19, 2023, orthofix srl received the following additional information: male patient total duration of this surgery: approx 4,5 hours. On june 22, 2023, orthofix srl received confirmation that the device concerned is the connection bolt code 60000310 lot 0000030458. Orthofix srl ref: (B)(4). Distributor ref: 726190.

Manufacturer narrative:
Technical evaluation on february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. The returned fitbone connection bolt, received on july 3, 2023, was examined by orthofix quality operations department. The returned fitbone connection bolt was subjected to visual, dimensional and functional check as per orthofix srl specification. The visual check evidenced that the tip of the device is bent. It was also evidenced presence of damaging signs due to repeated uses. The dimensional check, performed using the proper gauge sc200, evidenced that despite the tip bending, the device passed the test. It was also performed a functional check by coupling the returned connection bolt to a fitbone nail. The verification confirmed that the device, despite the tip bending, is still functional. Conclusion the results of the technical investigation concluded that the returned fitbone connection bolt taa, device code 60000310 serial number (B)(6), is damaged due to repeated uses and reprocessing. Orthofix would like to remind that the instructions for fitbone reprocessing of reusable instruments are included in the leaflet pq fbr, provided with the device. Based on the information available on the event and on the results of the technical investigation, it is not possible to define a specific root cause of the event which remains unknown. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report.

Event description:
The information initially provided by the local distributor indicates: - hospital name: (B)(6) hospital - surgeon's name: (B)(6) - date of initial surgery: (B)(6) 2023 - body part treated: left femur - surgery description: lengthening - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - event description: "the jig seemed twisted, this meant the proximal holes would not align with the jig when in the patient, despite being tested on the back table twice.". The complaint report form also indicated: - the device failure did not have any adverse effects on patient - the initial surgery was not completed with the device - a replacement device of same model was not immediately available to complete the surgery (the surgery was completed with free hand approach, more time consuming and difficult) - the event led to a delay in the duration of the surgical procedure (1 hour extra) - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copy of operative reports is not available - copy of x-ray images is not available - product is available for return - patient's current health condition: fine on june 19, 2023, orthofix srl received the following additional information: - male patient - total duration of this surgery: approx 4,5 hours on june 22, 2023, orthofix srl received confirmation that the device concerned is the connection bolt code 60000310 lot 0000030458. Orthofix srl ref: (B)(4); distributor ref: (B)(4).